Event description:
Pt underwent orif right bi - malleolar ankle fracture. During the procedure, there was visualization under fluoroscopy whereby the screw appeared to have sheared off within the tibial shaft. The lateral half of the screw was removed. The decision was made to leave the remaining portion of the screw in the pt.